Manufacturer narrative:
(B)(4). No neither the device nor films of applicable imaging studies were returned to the manufacturer. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on an unknown date in 2002 patient underwent unspecified surgery. On an unknown date in 2006 patient underwent unspecified surgery. On an unknown date in 2008 patient underwent unspecified surgery. On (B)(6) 2009 <(>&<)> (B)(6) 2010 patient underwent revision surgeries. On (B)(6) 2009 the patient presented with bone growth tumours <(>&<)> disc bulge which combines with facet arthropathy to produce bilateral foraminal stenosis. On (B)(6) 2009 the patient presented with chronic pain on (B)(6) 2012 the patient presented with radiculopathy nerve damage.

Event description:
It was reported that the patient presented with degenerative disc disease. The patient underwent anterior hemicorpectomy at l5 and s1, anterior interbody arthrodesis, open reduction of' spinal deformity at l5-s1, placement of anterior instrumentation at l5-s1 using anterior plate and screws, peek cage with rhbmp-2/acs and bone chips. On (B)(6) 2009 the patient presented with l5-s1 lumbar instability, l5-s1 lumbar spondylosis and discogenic back pain. The patient underwent posterior arthrodesis using 50 ml of cancellous bone and 8 ml of actifuse, and placement of posterior instrumentation at l5-s1 using bilateral pedicle screw fixation. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.